Event description:
It was reported that during a tunica vaginalis testis procedure, one extremity of the tape became detached from the needle along with the collar. There were no pt consequence reported.